Event description:
The stent was deployed successfully. After the stent was deployed, md attempted to remove the stent delivery balloon, but it would not reenter the sheath. Upon trying to remove the balloon the shaft of the balloon catheter broke leaving the balloon separated from the rest of the catheter yet still on the guidewire. At this point md removed the sheath and the balloon from the artery through the arteriotomy and the skin. The guidewire remained in the artery and access was preserved. A 13 french sheath was inserted to try to achieve hemostasis. There was still heavy oozing around the sheath and manual pressure was required. A femostop clamp was applied and hemostasis was achieved. When the balloon was removed it was in accordion shape and empty of the contrast and saline that is used to inflate it. The sheath was a 7 french which was the size recommended by the stent manufacturer.

Manufacturer narrative:
The details provided indicate that the balloon did not deflate or fully deflate prior to attempting to remove the balloon. For the balloon to fail at the proximal balloon bond, the force realized during removal would have had to exceed a minimum of 3.37lbs. Design data for the proximal balloon bond break force indicates that the bond actually breaks at over 5.0lbs. It is possible that the balloon was not allowed to fully deflate prior to attempting to remove the balloon back through the introducer sheath. The lot history and qc inspection data indicate that this catheter lot passed all inspection criteria. Without the introducer sheath used in the case it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore, determine root cause.